Event description:
It was reported that during a laparoscopic roux-en-y bariatric procedure, when the grasper was inserted into the sleeve a plastic piece shaved off into the patient. They removed it trough the trocar and continued use the trocar to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the shavings were observed after 1.5 hours into the case. Multiple instrument exchanges occur throughout the case. Typically detect issue when particle falls into the body cavity. Needle driver and grasper are the only devices used with this trocar. The surgeon also indicated he had an issue where the seal had torn and not sure why it occurred. The analysis results of the device found that it was received with dent at distal tip and scratches on the internal surface of the sleeve cannula. However, caution should be taken when introducing or removing instruments and special care should be used when inserting sharp or angled edged endoscopic instruments through the trocar sleeve in order to prevent inadvertent damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device did not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.